Event description:
During index procedure, two endeavor sprint rx drug-eluting stents were implanted, overlapping, in the proximal lad (ref: MFR report # 2953200-2009-00557). Patient was asymptomatic at 30 day follow up. Approximately 5.5 months post index procedure, patient was admitted to hospital with chest pain. Elevated cardiac enzymes and ECG changes were noted. Investigator reported acute non-stemi. Location of infarction was reported as anterior. Investigator reported that the study stents were involved. A suspected stent thrombosis was reported to have occurred one day post mi with clinical indication for intervention of objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent) presumably related to the target vessel. Diameter stenosis was reported as greater than 70%. An angiography was performed but it did not show evidence of thrombosis of the study stents. Investigator stated that event was related to the study stents. A revascularization of the proximal lad was performed on the day of the suspected stent thrombosis due to positive history or recurrent angina pectoris presumably related to the target vessel. Investigator reported restenosis after previous ptca at the target lesion. Two stents from another manufacturer were implanted during the revascularization procedure. Investigator stated that event was related to the study stents.

Manufacturer narrative:
Evaluation: stent thrombosis, mi. Secondary intervention.